Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading cartridge with insulin using multiple syringe needles. Customer changed the syringe needle to resolve the issue. The customer's blood glucose (bg) level was 138-139 mg/dl.